Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and 06) occurred. Reportedly, the customer had followed the prompts when loading the cartridges and was not outside the pumps allowable altitude operating range. Customer's blood glucose level ranged between 123-126 mg/dl. Customer had manual injections available for alternate insulin therapy.